Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet and a 23-inch, 6 mm teflon inset, including difficulty completing a supply change due to a misplaced ilet, subsequent set and cartridge changes, and later an inset-only change at the user¿s request; the highest blood glucose reported was 400, and the device displayed ¿high.¿ symptoms included nausea, with no other symptoms reported. Outcomes included no need for outside assistance and no medical intervention. Investigation included customer support troubleshooting, education on supply changes and ketone monitoring, and follow-up of device reports. Investigation of this case revealed no device alarms and that blood glucose returned to target after replacing the infusion set, which supports an unclear cause of hyperglycemia potentially related to infusion site or set performance; device function was not found to be impaired. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.